Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure types, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances, are a few variables which can influence pitch cable failure. Per this analysis, the root cause has been attributed to a component failure. A review of the instrument log of the monopolar curved scissors associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021 on system (B)(4) for a cholecystectomy procedure. The alleged event occurred on the 6th use of the instrument. This complaint is being reported due to the following conclusion: failure analysis found the monopolar curved scissors instrument to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could potentially fall inside a patient. Although there was no patient injury reported, a recurrence of the failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure the monopolar curved scissors instrument developed a loose cable. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with a backup instrument with no reports of patient injury or fragments falling into the patient. The procedural delay was minimal.